Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert due to a potential premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert due to a potential premature battery depletion. The device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. Replacement was recommended. Eventually, this device was explanted, replaced and it is not expected to be returned for analysis due to unspecified reasons. No additional adverse patient effects were reported.